Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that their previous ins was explanted in 2017 or 2018 because the ins flipped sideways and turned twice. The patient was told that the flipping/turning could have been due to ins placement. The patient got a new ins implanted last tuesday. The patient was told a manufacturer representative (rep) would be calling them the following day, but they never heard from anyone and they couldn't find the rep's contact information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.